Event description:
Information received by medtronic indicated that the buttons had to pressed more to work. Alarm lower in volume. Insulin pump had no delivery alarm while priming the insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.